Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they could not get their levels to drop. The customer does not know their blood glucose level at the time of incident because the meter was not providing numbers. The customer was treated with IV drip. The customer was released when their levels dropped to 200mg/dl. No further information provided.